Manufacturer narrative:
Upon completion of the investigation it was noted that the likely root cause for the problem reported by the customer was due to an occlusion found at the ruby ball. Biological debris was found throughout the device. A review of the device history records confirmed that this device confirmed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported enlarged ventricles and that fluid did not flow through the device and as a result the device was revised.